Manufacturer narrative:
E1. Event site name: (B)(6) hospital, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had low vacuum appears on the device. It occurred prior to use and did not involve the patient.

Manufacturer narrative:
Corrected fields - d1, d4 (catalog, version model, UDI), g2. Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the drive manifold was abnormal. The fse replaced the drive manifold (0104-00-0031). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h11.

Event description:
N/a